Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of obsessive compulsive disorder underwent deep brain stimulation therapy. The battery was reported to not charge as it should, prompting the neurosurgeon to perform a surgical intervention to explant the battery and replace it with another implantable pulse generator. No abnormalities were reported in the patient environment or external fa ctors, and the patient was in a nursing home where staff managed the charging process. The issue was resolved following the replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins), s/n: (B)(6), found the ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.